Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: a review of the black box showed evidence of three call service (cs-054) alarms on (B)(6) 2016: at (B)(6) 2016 at 01:01; deliveries resumed at 08:16. At 10:22; deliveries resumed at 10:30. At 12:14; deliveries never resumed. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no damage or moisture found. The complaint was confirmed in the pump history, but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 20 mg/dl with cognitive impairment and tingling in extremities associated with a call service (cs 054) alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the user primed while attached due to the call service alarm. It was reported that approximately 4.1 units was infused into the patient. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.